Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The surgeon confirmed that the ceramic was broken. The revision date will be (B)(6) 2017. This product nj102 is assumed product number. Once the revision was completed, the final and more detail information will be provided.

Manufacturer narrative:
Investigation: ball head: density. The density was determined on the fragments of the ball head. The measured density is complying with the delivery specification for biolox forte components (>=3.96 g/cm). Reconstruction: the ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability that the analysis of the fragment and the fracture surface remains incomplete. Metal transfer: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces which are clearly assigned to secondary effects, i.e. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in region c. The expected primary metal transfer can be found on the cone of the ball head. However, it cannot be decided clearly whether this metal transfer occurred prior ro or after the primary fracture event. Fracture surfaces: obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism intensive chipping occurred at fracture surface edges and on all fracture surfaces. Therefore, further information probably got lost which might have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic ball head the primary fracture surface coincides with the ball head axis. Additionally, its appearance is very smooth and flat. The region of the fracture origin cannot be determined due to the mentioned secondary damages. Insert: reconstruction. The insert is not broken. Metal transfer: metal transfer of erratic appearance can be found on the face and on the inner sphere of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event of the ball head or due to surgical procedure. Thus, it does not provide any information about the cause of the fracture. In case of symmetrical taper fit situation between the ceramic insert and the metal cup, metal transfer patterns are expected in region g/h of the insert. Such metal transfer patterns can be found with varying intensity on the taper. Additionally, metal transfer with a higher intensity can be found on the transition I/j. Metal abrasion: on the polished surface of the insert an area of intensive metal abrasion can be found. The occurence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event of the ball head. Increased wear: on the outer surface of the fragment of the ball head and the inner surface of the insert clearly restricted areas with increased wear can be found. However, it cannot be decided clearly, whether these areas were generated by micro separation/edge loading prior to the fracture or caused by ceramic fragments and third body wear after the fracture event. Additionally, on the transition radius of the insert, region d/c, increased wear with partially tiny breakouts can be observed. This wear occurred due to a contact with the fragments of the ball head and/or with the metal stem after the fracture event. Batch history review: the manufacturing history records have been checked for the lot numbers, and found to be according to specification valid at the time of production. Conclusion and root cause: the failure is most probably user of patient related. Rational: the density of the ball head was analyzed and found to be complying with the delivery specification for biolox forte components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the ball head and on the insert as a result of contact with metal parts after fracture event. The expected primary metal transfer can be found on the cone of the ball head. Intensive metal transfer can be found in region d/e too. However, it cannot be decided clearly whether this metal transfer occurred prior to or after the primary fracture event. Due to the secondary damages and missing fragments the fracture origin cannot be identified on the fragments of the ball head. Primary metal transfer on the insert can be found with varying intensity. No CAPA is necessary.